Event description:
It was reported that following a cardiac ablation procedure, during sheath removal, the fast-cath introducer broke inside the pt. Nothing was inserted into the sheath at the time of the event. The patent went to surgery for a ventomy to remove the broken sheath remnant. The pt was taken to the recovery room in satisfactory condition and was later discharged home the same day in stable condition.

Manufacturer narrative:
Visual inspection of the returned device revealed blood on and inside of both returned sections of the device. The shaft stretched and broke. The first section of the device contained the hemostasis body and measured 0.46 inches. The remaining section was part of the sheath and measured 5.5 inches. Microscopic examination revealed a nick that was made by a sharp instrument was observed in the shaft which caused the shaft to propagate. The sheath had been stretched which elongated the material and ultimately broke. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors. If add'l and relevant info is received, an updated report will be sent.